Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display was fading when she pressed on esc and they cannot read it properly. The customer¿s blood glucose level was 7.1 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments or partial display due to moisture damage on lcd board and electronics assembly. Unable to perform any tests due to lcd physical damage.